Manufacturer narrative:
Pt identifier and weight were not available from the hospital. The device has not been returned to the manufacturer.

Event description:
A site rep reported that black status occurred in the middle of the case. The instrument and frame resumed tracking after rebooting the system, and the surgeon proceeded with the use of the stealthstation. There was no impact on pt outcome.